Event description:
It was reported that the dexcom g7 glucose data did not display on the ilet bionic pancreas while glucose readings continued to display in the dexcom mobile application, consistent with intermittent signal loss between the cgm transmitter and the ilet. Customer care provided support that included user education regarding connection behavior and differences between the ilet display and the dexcom application. Investigation of this case revealed a likely transient communication interruption confined to the ilet connection, with the cgm sensor and app functioning as expected. No clinical symptoms associated with the absence of blood glucose values on the ilet user interface. Outcomes included temporary loss of device function without clinical injury or medical intervention. It was concluded that the device functioned as designed once connectivity was restored and that no device malfunction related to measurement accuracy was identified.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.